Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of the inability to disconnect the rv lead was not confirmed in the laboratory. The lead bores were tested by inserting pin gauges and no anomalies were found.

Event description:
It was reported that the device was explanted and replaced due to normal eri. The rv lead could not be removed even after removing both of the set screws. The lead was cut, capped and replaced.